Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing low blood glucose level and sensor issues. Blood glucose level at the time of the incident was 169 mg/dl and sensor glucose was 42 or 49 mg/dl. Suspend on low limit in sensor settings was at 70 mg/dl. Customer also stated that they were getting alert to change sensor after calibration not accepted. Customer also reported getting a blood glucose of 70 mg/dl and treated with candy. Customer declined to troubleshoot for low reading. Reviewed the proper calibration and insertion techniques with the customer. The sensor will be returned for analysis.